Event description:
It was reported in an article in journal of ¿springerlink¿ titled "microvascular decompression of cochlear nerve for tinnitus incapacity: presurgical data, surgical analyses, and long-term follow-up of fifteen patients", approximately sometime post procedure out of fifteen patients a total of three cases developed main side effect as cerebrospinal fluid leak. It was further reported that the event required additional medical intervention to prevent from cerebrospinal fluid leakage. However, the current status of the patient is unknown.

Manufacturer narrative:
Nicolas guevara, arnaud deveze, valeriu buza, benoit laffont, jacques magnan (2007). Microvascular decompression of cochlear nerve for tinnitus incapacity: pre-surgical data, surgical analyses and long-term follow-up of 15 patients. Eur arch otorhinolaryngol, 265(4):397-401. Doi: 10.1007/s00405-007-0471-1. As this serious injury event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of three for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.